Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. As received, the trunk cable connector was cracked and the belt would not communicate with a test monitor. Upon evaluation, there was an open orange (+5v) wire inside the trunk cable. The cause of the service code was a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the cracked connector and open orange wire. The root cause of the cracked connector and open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned belt sn (B)(4) to report that a (B)(6) patient was receiving a service code.